Event description:
It was reported that during an unk procedure, the passively collapsible jaws did not open after insertion through the trocar. The device was taken out of the pt and the jaws were still closed. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.